Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal was broken, and the top case front left corner is damaged, and the plunger case is cracked. The device?s event history log was reviewed for evidence of the reported event, ?check clutch/plunger lever? Was found. To conduct functional testing, the device was powered up and an occlusion test was performed. The ?check clutch plunger lever? Error was confirmed and duplicated during occlusion test. It was revealed the root cause is a combination of lead screw and both clutch halves were found old, dirty, and worn out due to normal wear was the cause of the issue. Lead screw and both clutch halves were replaced. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited clutch issues. No adverse patient effects were reported by the customer.